Event description:
It was reported to philips that there was smoke developed in the cabinet. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and got informed that there was smoke development due to the leakage of coolant fluid from the air conditioner in the technical room which was vaporized later. The rse confirmed that no part of the philips system was affected. The root cause of the issue could not be identified. The hospital building service engineer conducted the repair and the system functionality was checked via the kp (knowledge process). After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the reported issue that is not caused by the philips device. Since the malfunction of an external cooling unit would not be considered a device malfunction of the azurion system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.